Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no discrepancies to the specifications was found. The torque limiter is in working order. The instrument was tested and the calibration was checked, no product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a distal radius fracture procedure, the screws penetrated the plate. The doctor used blocks at the distal fix mode. During final tightening of the final screw, as the doctor began to apply torque to the screw, the screw penetrated the plate at the second hole on the radial side. This is 1 of 3 reports for the same event.